Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump. Tandem technical support informed customer on proper insulin temperatures. Customer changed cartridge and infusion set to address the issue. The customer's blood glucose was 186 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.